Event description:
It was reported that an angio-seal evolution was selected for use. A pseudoaneurysm was discovered and manual compression was applied. The person who deployed the device is unknown, and it is uncertain whether they were trained or in the process of being trained. Attempts to gain additional information have been unsuccessful.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause of the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions that a pseudoaneurysm is possible risks or situation associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.